Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported on (B)(6) 2011 that there was a loss of therapeutic effect. The battery was causing her pain, and it had not worked in one year. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient had her unit removed one-year post-implant because her body rejected the device. This all started one-year post-implant. The patient indicated that they left the lead in, and she now needs to have a lumbar MRI. There were no further complications reported or anticipated.